Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. (Patient ID, age, date of birth and weight are unknown). According to the complainant, it was discovered that the tubing had caused a 6cm by 2 cm first degree burn on the patient's right thigh. The physician did not treat the burn. The physician completed two burn cycles during the procedure due to a bicornuate uterus. Additional follow up information confirmed that the tubing was draped across the patient's thigh. A first degree burn was observed at a size of approximately 4-6 inches in length and 1 inch in width. It was confirmed that the physician did not administer a method of treatment to the burn. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (Patient ID, age, date of birth and weight are unknown). According to the complainant, it was discovered that the tubing had caused a 6 cm by 2 cm first degree burn on the patient's right thigh. The physician did not treat the burn. The physician completed two burn cycles during the procedure due to a bicornuate uterus. Additional follow up information confirmed that the tubing was draped across the patient's thigh. A first degree burn was observed at a size of approximately 4-6 inches in length and 1 inch in width. It was confirmed that the physician did not administer a method of treatment to the burn. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
Additional follow up information received (B)(6), 2010 from the physician reported that silvadene cream was applied to the patient burn as treatment. The physician also reported the patient burn is starting to disappear and there are no additional patient complications to report. Patient identifier: (B)(6). Patient age: (B)(6) old. Patient weight: (B)(6).